Event description:
In 2009, the patient reported he has had elevated blood glucose readings in the 300s mg/dl for the past 4 weeks. Symptoms are dry mouth and headaches, and he treated his readings by bolusing insulin via injections. He stated he has changed all accessories for his insulin infusion device, including the adapter, cartridge, tubing and headset, but his readings have remained elevated. He can smell insulin in his cartridge chamber, but has not been able to determine where it is coming from. He stated he has received one e4 (occlusion) message on his device, but was unable to clear it. It was advised to switch to his backup device for troubleshooting purposes. On follow up with the patient three days later, he stated he switched to his back up device and his blood glucose has returned to his normal range of 100-140 mg/dl. The patient did not require assistance from the healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.